Event description:
The customer reported that the system displays a "generator fault" error message when the high technique shot is made.

Manufacturer narrative:
(B) (4). The ge service rep attempted to season the tube to eliminated suspected arcing. No change. He determined that the batteries were weak and causing generator faults. He replaced the batteries and no generator faults displayed. While doing a beam alignment, the system would not boot up after the power down. He found a bad hard drive. He replaced the hard drive. Also while loading the system software, the hard drive hung up at the nucleus loader. "Unable to load application" flashed before lock up. The rep attempted to format and reload several times. He determined that the new hard drive was doa from factory. He ordered a new drive then replaced the hard drive and loaded the system software. The system operates as intended.